Manufacturer narrative:
D9): the tightrail and tightrail teflon outer sheath were returned to the manufacturer on 17jul2024. G3): the device evaluation and investigation were completed on 01aug2024. H3): tightrail device: visual inspection found a lead locking device (lld) protruding from the distal tip, and suture protruding from the proximal end. The device blades were extended past the distal tip, with biologics present. The outer jacket was wrinkled, just distal to the handle. The shaft could not be manually actuated. During functional testing, a portion of the lead and lld were visible, 7.5 inches from the proximal end. Lead insulation and thick biologics were present, 9 inches from the distal tip. X-ray confirmed the drive shaft was herniated, but it could not be determined when the herniation occurred. The suture was then pulled from the device, which removed the lead portion, lld, and suture. Suture knots were found to be tied and bunched up around the lead portion, with the width of the suture and lead measuring 4.6 mm. Per specification, the 13f tip inner diameter measures 4.3 mm, which is 0.3 mm smaller than the width of the suture and lead. Tightrail teflon outer sheath: two bends were visible, approximately 7 inches from the distal tip, and approximately 3 inches from the proximal end. A notch was noted at the beveled end with wearing present, but there was no missing material. H6): based on the device evaluation and investigation, this failure was likely due to factors unrelated to the device (knotted suture around the lead portion, thick biologics), which exceeded the tightrail tip inner diameter. In addition, the herniated shaft was due to forces placed on the inner coils. However, it cannot be determined when or how the damage occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced (extraction indication, lead location unk). A spectranetics lead locking device was in use, along with a spectranetics 13f tightrail rotating dilator sheath. Per photo received, it appears the lld became stuck in the tightrail. The tightrail and lld were removed, and a new tightrail was used to complete the procedure with no reported patient harm. This report captures the 13f tightrail that entrapped the lld, potential for harm with recurrence.

Manufacturer narrative:
H3/h6): the device was not returned, thus no investigation could be completed, and the cause of the reported problem could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.